Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h4; h6.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Impressions: loosening of the acetabular component and the femoral component in the left total hip arthroplasty, with findings advancing overtime points. Differential considerations also include metallosis and metal on metal pseudotumor, but this is not further characterized radiographically. Additionally noted is a fractured and displaced superior-most screw. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once part: pm157732, lot: 163570, spataro lt triflange sz23 part: 103532, lot: 511180, ti low profile screw 6.5x25mm part: cp161940, lot: 795630, ti lock-scr cancls 6.5x15mm part: cp161944, lot: 821360, ti lock-scr cancls 6.5x35mm part: cp161944, lot: 821360, ti lock-scr cancls 6.5x35mm part: cp161944, lot: 821360, ti lock-scr cancls 6.5x35mm part: cp161944, lot: 858180, ti lock-scr cancls 6.5x35mm part: cp161942, lot: 569670, ti lock-scr cancls 6.5x25mm part: cp161942, lot: 158160, ti lock-scr cancls 6.5x25mm part: cp161942, lot: 627440, ti lock-scr cancls 6.5x25mm part: cp161951, lot: 272000, ti lock-scr cancls 6.5x70mm part: cp161951, lot: 978700, ti lock-scr cancls 6.5x70mm part: cp161945, lot: 785070, ti lock-scr cancls 6.5x40mm part: ep-083650, lot: 3650075, rloc-x e1 h/w +3mm 50/36mm 23 part: 00902603607, lot: 63016541, femoral head 36 mm diameter medium 7.0 mm neck length (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02973, 0001825034-2021-03003, 0001825034-2021-03005, 0001825034-2021-03008, 0001825034-2021-03009, 0001825034-2021-03010, 0001825034-2021-03011, 0001825034-2021-03012, 0001825034-2021-03014, 0001825034-2021-03015, 0001825034-2021-03016, 0001825034-2021-03017, 0001825034-2021-03018.

Event description:
It was reported a patient underwent a hip revision and subsequently, the patient was revised 5 years later due to loosening of the custom trifflange. Attempts have been made and no further information has been provided.